Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The part returned was within spec.

Event description:
Removal of the dental implant. The clinician reported reason of removal as failure-to-osseointegrate.